Manufacturer narrative:
It was noted that the lead would not be returned, as it had been discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not functioning. The patient underwent an aortic valve replacement procedure, and the lead was not sensing or capturing after the procedure. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.